Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) display was flickering while switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The unit was flickering when switched on. The fse reset the upper display monitor connections with the display monitor board and video generator board, and the unit passed all functional and safety tests.

Event description:
N/a.